Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump possible under delivery anomaly, damage (physical or cosmetic). The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion). Troubleshooting was performed for high bgs/under delivery, bumped/dropped/cosmetic damage. It was unknown of customer was using the insulin pump within 48 hours of reported event and if auto mode feature was active at the time of event. The event involved product(s) mmt-1885. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 29-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 29-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 2544500 (254.45 u). Dailytotalofbasalinsulindelivered: 937500 (93.75 u). Dailytotalofbolusinsulindelivered: 1607000 (160.7 u). Per r&d engineer, mark freger: the high bg=407 was recorded: (B)(6) 2024 19:47:08.000 bgreading (130). Eventtype = 130. Sourceid = 128. Historyrecordlength = 23. Systemtime = (B)(6) 2024 19:47:08.000. Bgvalue: 407. The pump stopped delivering auto corrections (autobolus) after (B)(6) 2024 20:05:41 since the autocorrection cap of 8% of dir (173.9375 u/day) was reached: exceeded 8% of 173.9375= 13.9. The second time the autobolus was disabled after (B)(6) 2024 18:15:42 due to the same reason: exceeded 8% of 175.75=14.06. Conclusion: no algorithm issue was found. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 29-sep-2024 in the formatted history file. Sensorerroralert (801) was found on: (B)(6) 2024 00:12:41.000. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor error alert or sensor related errors/anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. No under-delivery anomaly or over delivery anomaly noted during testing. Pump error 61 alarm (stuck key alarm) was found on: (B)(6) 2024 09:09:50.000. (B)(6) 2024 12:36:29.000. All buttons function properly. No pump error 61 alarm (stuck key alarm) noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.12 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly, smartguard auto mode anomaly and autocorrection (pump algorithm) anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.